Event description:
This study case report was received from an investigator in france on (B)(6) 2008 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study. Additional information was received on (B)(6) 2010 which qualifies this case as an incident. Study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 4 children and menstrual pain. On (B)(6) 2008 essure (fallopian tube occlusion insert) was inserted for permanent contraception. Uterine distension was performed. Procedure took 4 minutes. Both ostium (left and right) were visualized. It was not easy to introduce the catheter on left side due to pre-ostial obstacle. Bilateral placement occurred with 7 coils in the uterine cavity on left side and 4 coils on right side. Patient experienced pain during and after procedure. After insertion, combination pill was used as contraception. On (B)(6) 2009 hsg (hysterosalpingogram) was performed and revealed that inserts were in place (good position) with bilateral occlusion. At the same day, patient complained of chronic post-operative pain/cramp. Although good position was reported based on hsg; it was also reported that essure was removed by laparoscopy and hysteroscopy on (B)(6) 2009 due to pain and migration. During the intervention, the patient had clips application on both uterine tubes. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred terms: 1.abdominal pain: the analysis in the global safety database revealed 280 cases. 2. Device dislocation: the analysis in the global safety database revealed 322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. It was not easy to introduce the catheter on left side due to pre-ostial obstacle. Patient experienced pain during and after procedure and reported chronic post-operative pain/cramps at 3 months visit. Also, migration was informed. The pain and migration led to essure removal eight months later, via laparoscopy and hysteroscopy. These events were considered serious due to medical importance and listed in the reference safety information for essure. Abdominal pain/cramps and device migration may occur with essure therapy. In this case, hysterosalpingogram was performed and the result showed inserts in good position with bilateral occlusion. In the same date, the patient informed about the chronic pain. Although the good position on hsg, it was reported that the devices migrated. Considering positive temporal relationship and the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure was removed by laparoscopy and hysteroscopy. The product technical analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 15-dec-2015: essure was inserted on (B)(6) 2008. The devices were removed on (B)(6) 2009. The patient had post-procedure pain since (B)(6) 2008. She was hospitalized from (B)(6) 2009 for inserts removal by hysteroscopy and then ligating the uterine tubes. The left insert has migrated in the myometrium that could have caused pain. The patient recovered from pain on (B)(6) 2009. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-dec-2015 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases; device dislocation: the analysis in the global safety database revealed (B)(4) cases; medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. It was not easy to introduce the catheter on left side due to pre-ostial obstacle. Patient experienced pain during and after procedure and reported chronic post-operative pain/cramps at 3 months visit. She was hospitalized and essure was removed by hysteroscopy and then a tubal ligation was done. According to the investigator, the left insert migrated in the myometrium and this could have caused the pain. These events were considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of an uterine perforation during insertion. In this case, essure insertion was difficult and patient had pain during and after the procedure, months later a device migration in the myometrium was found. Considering the positive temporal relationship and the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure was removed by laparoscopy and hysteroscopy. The product technical analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 11-may-2016: information received from investigator states that removal was performed due to post-procedural pain. Also according to reporter, intervention was required due to post-procedural pain and insert migration. Follow up information received on 13-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-may-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases; device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. It was not easy to introduce the catheter on left side due to pre-ostial obstacle. Patient experienced pain during and after procedure and reported chronic post-operative pain/cramps at 3 months visit. She was hospitalized and essure was removed by hysteroscopy and then a tubal ligation was done. According to the investigator, the left insert migrated in the myometrium and this could have caused the pain. These events were considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of an uterine perforation during insertion. In this case, essure insertion was difficult and patient had pain during and after the procedure, months later a device migration in the myometrium was found. Considering the positive temporal relationship and the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure was removed by laparoscopy and hysteroscopy. The product technical complaint investigation resulted in an unconfirmed quality defect.